Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2012; dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the left ventricular (lv) lead thresholds and impedance has increased to high levels. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was reprogrammed, and the syncope that the patient experienced was due to hypovolemia and not the lv lead.